Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the cadiere forceps instrument did not follow the surgeon¿s movements and moved too much. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following information: the instrument was not inspected prior to use. The issue occurred when the surgeon's head was in the surgeon console's (sc) high resolution stereo viewer (hrsv) and when the surgeon was attempting to manipulate the instrument from the sc. The timing of instrument movement was appropriate, but it felt like the movements were not properly scaled and the instruments moved too much. There was no reverse/opposite movement, no shakiness or friction experienced, no instrument to instrument or arm to arm collision, and no external collision that occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed.